Manufacturer narrative:
(B)(4).

Event description:
On ()b)(6) 2015, patient was implanted with a paradym 2 vr and a vigila 1cr65. No anomalies were reported. On (B)(6) 2015, after being discharged from hospital, the patient passed away in the hospital parking lot. Reportedly, no issue is suspected relatively to the paradym 2 vr ICD.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, patient was implanted with a paradym 2 vr and a vigila 1cr65. No anomalies were reported. On (B)(6) 2015, after being discharged from hospital, the patient passed away in the hospital parking lot. Reportedly, no issue is suspected relatively to the paradym 2 vr ICD.